Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: a review of the black box showed no activity outside of normal use. A test infusion set was inserted and removed correctly. The product performed within specifications. The allegation of the infusion set o-ring being stuck in the cartridge compartment was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the o-ring became stuck in the cartridge compartment and was not able to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.